Manufacturer narrative:
Additional information: b3/d10 date, h6 (update codes), h11. B3/d10 date: the event occurred on an unspecified date over the last 12 months. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least one (01) large volume folfusor leaked from an unspecified location. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.